Event description:
During a procedure where all of the probes were plugged into the necessary ports and the pt was grounded, the machine displayed high impedance. The grounding pad and probes were changed. The machine continued to display high impedance. There was no pt injury and the procedure was not completed. Please note that kimberly-clark healthcare owns this product line, and have reported an MDR for this incident under MFR report number: 1033422-2013-00021.

Manufacturer narrative:
The review of the device history record is pending. If any add'l info relevant info is identified following completion of the deice history record review, the add'l relevant info will be submitted in a follow-up report. The device was not returned to the MFR for analysis; therefore, a root cause could not be determined for this reported event.